Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds. A new lead was implanted, and patient was given antibiotics. The rv lead was surgically abandoned. No additional adverse patient effects were reported.